Event description:
Foreign matter was noted inside the package before use. Another product was used to complete the case. There were no adverse consequences to the patient. No delay in surgery was reported. (B)(4).

Manufacturer narrative:
It was noted upon review of the product code 80-1189 that the incorrect baseline information was reported on the initial medwatch. A follow-up is being submitted to correct the information for this product code.

Manufacturer narrative:
(B)(4). Upon completion of this investigation it was noted that the loose particle was observed between the (B)(4) material and the internal plastic bag. The observed loose particle is acceptable per required specification. This is the first complaint reported for this lot # 132137, for this type of issue, and it is considered to be an isolated incident. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.